Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the healthcare provider (hcp), reporting that the patient first started experiencing the ins battery draining rapidly on (B)(6) 2017. The hcp reported that the ins appeared to be fully charged when recharging, but it was not actually fully charged. The hcp reported going over the recharging procedure with the patient and reported no apparent problems, and no impedance issues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the manufacturing representative received a call from a healthcare provider asking them about a patient¿s ins. The hcp reported that the ins was not holding a charge, and depleting quicker than normal. The hcp was directed on how to check the patient¿s impedance. The patient was told to call into technical services for a new charging system if the issue persisted. There were no symptoms reported. No complications or further complications were reported. It was not reported when the event began.